Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "plastic or fuzz" on the bd safetyglide¿ needle tip.

Event description:
It was reported that there was "plastic or fuzz" on the bd safetyglide¿ needle tip.

Manufacturer narrative:
Investigation: a device history record review of the finished product as well as cannula batches showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Three vacutainers containing lithium heparin were received and not evaluated. No safetyglide product was received for evaluation. One photo was also received depicting a single loose safetyglide needle with shield removed from unknown batch #. The needle¿s cannula was observed to have a white fiber attached to its tip, larger than level 3 in size, which is rejectable per product specification. Potential root cause: safetyglide needle assembly line.